Event description:
It was reported that the tibial articular surface provisional was returned to zimmer biomet in fractured condition. Attempts have been made. However; no additional information is available.

Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional top. The reported event was able to be confirmed by visual inspection of the returned device. The device exhibited signs of repeated use with nicking and gouging, and there is a fracture on the lateral side of the post feature. A review of the device history records identified no deviations or anomalies related to the reported event. Previous investigations for this issue had determined that the likely cause for the tasp fractures was bending/torsional loading on the device. Components were subsequently modified to prevent fracture. The fractured tasp component on this complaint was manufactured prior to the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.